Manufacturer narrative:
The hospital did not accept any service on this unit. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the pressure control board was not operating as expected. There was no report of patient involvement.